Manufacturer narrative:
Analysis and results: there are no previous complaint of this code-batch. We manufactured and distributed in the market 828 units of this code-batch. There are no units in our stock. We have received 122 closed samples and 2 opened samples, with the needle detached from the thread, and the thread not wounded on the pack. Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment strength of the samples received and they do not fulfil ep requirement for the minimum. The results are: 0.59 kgf in average and 0.04 kgf in minimum (european pharmacopoeia requirements: 0.23 kgf in average and 0.11 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Anyway, you will receive a credit note for four boxes of product for the units sent for analysis. Corrective/preventive actions: according to our internal procedures, we opened a CAPA in the system to correct/prevent this defect to happen.

Event description:
It was reported an issue with monosyn suture. The client reported that when they took the thread out of the pouch, without any force, one of the needles came loose. No further information has been received.